Manufacturer narrative:
An event of perivalvular leak was reported. One image from the field appeared to show annular dimensions of the valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, an unknown size portico valve was implanted. At a later unknown date, a paravalvular leak was noted. The physician attempted to repair the leak, but the leak remained present. The patient status was reported as unknown. No additional information was provided. Subsequent to the initially filed report, the following information was received that the annulus diameter was 21.7mm at minimum, 30.7mm at maximum, the area was 548.6mm2, and the perimeter was 85.0mm. On (B)(6)2023, the 29mm navitor valve. The patient was symptomatic and perivalvular leak was detected on (B)(6) 2023. On (B)(6) 2023, the paravalvular leak (pvl) was attempted to repair by implanting a 14mm x 5mm amplatzer valvular plug iii.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size portico valve was implanted. At a later unknown date, a paravalvular leak was noted. The physician attempted to repair the leak, but the leak remained present. The patient status was reported as unknown. No additional information was provided.